Manufacturer narrative:
The root cause of the complaint is unk. Device analysis found that the mid section of the stent had some of its stent struts bent back distally. It is not possible to determine if this damage to the stent was present prior to the physicians attempts to cross the lesion or if occurred as a result of the stent coming in contact with a foreign object during withdrawal. No other issues were noted with the profiles of the returned device that could contribute to the difficulties that were experienced by the physician during the use of this device. It is noted that no additional complaints have been received for this particular top assembly batch (8361989) of devices. A review of the mfg record for this particular batch (8361989 top assembly & 8357693 manifold) shows that the device met its material, assembly and product specifications.

Event description:
This complaint is now reportable based on the analysis completed on 6/9/06. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x20 mm taxus liberte drug eluting stent would not cross the lesion. No pt complications were reported. Pt status reported as "satisfactory and good." However, the returned product confirmed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.